Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer stated that she woke up with a high of 400mg/dl. Customer was using manual injections as per healthcare professional. Customer's current blood glucose value is 107mg/dl. Customer later had blood glucose level of 489mg/dl and then she went to 539 once she got to urgent care. During urgent care visit she had blood glucose level of 600mg/dl. They were able to get her down to 341mg/dl and sent her to her healthcare professional which got her down to 61mg/dl. These blood glucose levels were treated with syringes, pens, lantis and humalog. Treatment in the hospital included two liters of IV and 10u of manual injection. Customer declined to troubleshoot for high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.